Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an inguinal hernia repair surgery on (B)(6) 2004 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event and continues to experience pain and abdominal swelling. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/30/2020. Additional narrative: it was reported that the patient experienced pain, fever, hernia recurrence following the surgery. It was reported that the patient underwent multiple revision surgeries.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2018